Event description:
A time settings issue was reported after the customer's pump reset. The customer's blood glucose levels remained within the normal range despite the issue. Technical support assisted the customer in updating the pump time and advised them to monitor for any further discrepancies. The customer understood and acknowledged the advice.